Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported that the 9600 system had a collimator iris potentiometer error at boot up. No patient injury was reported.